Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 1 device was received. 1 device investigation type has not yet been determined. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated. - 1 event had no patient involvement; no patient impact. - 1 event had insufficient information received.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 2 previously reported events are included in this follow-up record. Product return status 1 device was received. 1 device was not available for evaluation.